Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a missing knob and the potentiometer was pushed inside the device case. It was also indicated that the main seal was broken, both battery wires were pinched, both display wires were pinched, the atrial output connector had a broken pin, the case was broken, both output connector nuts were discolored, and three case screws were contaminated. If information is provided in the future, a supplemental report will be issued.

Event description:
Epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a missing knob and the potentiometer was pushed inside the device case. The epg is expected to be returned for service. There was no patient involvement.